Manufacturer narrative:
Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not complete boot process. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the device and verified/duplicated the reported issue. It was determined the cause of the issue was the system pcba. The lp15 v1 system board is no longer available, and the device could not be repaired. The customer was informed, and was contact numerous times for a decision as to whether the device will be traded in or returned unrepaired. At this time, no decision appears forthcoming. Further root cause is unable to be determined. The device is currently with the stryker fsr awaiting a customer decision. Should the customer decide to trade in the device, the system board will be returned to stryker redmond for additional evaluation and the supplemental report will be sent.

Event description:
The customer contacted physio-control to report that their device will not complete boot process. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.